Manufacturer narrative:
Date sent to the FDA: 1/13/2016. Additional information was received that indicates this event does not meet serious injury reporting criteria. This event is therefore not reportable.

Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. After the procedure, wound dehiscence was observed. Additional information was requested.